Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related; the patient anatomy would not allow the pump to be delivered as per the clinical description provided. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported an 80-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. It was reported that the impella 5.5 was attempted to be inserted into the left ventricle multiple times, but patient¿s anatomy would not allow the pump to be delivered. A decision was made to remove 5.5 and stay on cp support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.